Event description:
Reporter alleged obtaining a discrepant blood glucose result of 190 mg/dl on the doctor's system compared back to back with a result of 465 mg/dl on the aviva system within 10 minutes. Reporter stated she took 1.5 units of humalog based on the 190 mg/dl result obtained on the doctor's system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of affected product.